Event description:
It was reported that, "the patient received tha primary surgery in late 2005. Afterward, the patient felt something in hip in 2008. The surgeon had x-rayed and found the broken ceramic insert. The surgeon will perform the revision surgery on eight days later.

Manufacturer narrative:
Na